Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a health care professional (hcp) regarding a patient with an implantable neuro stimulator for chest wall and spinal pain. It was reported that the hcp requested MRI guidelines. MRI was not due to a problem with the medtronic device or therapy. The patient indicated that their device was not working and a sensor was loose. Technical services suggested that it might be a wire that was loose. No patient symptoms or injury was reported from this event.